Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The patient's doctor reported that the patient experienced a skin rash with 2 horizontal areas of redness that correspond to a plastic sensor pod. The doctor did not provide additional event information. No additional patient information is available.